Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports no ac indicator and no power on their 8015. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the power supply board and the switching power supply. Customer states they use alaris batteries along with 3rd party batteries. Recommended customer send in 8015 for repair. Customer will move forward with sending in for repair. Ended call.